Manufacturer narrative:
Additional information received on december 23, 2024, indicated that the device identity is as follow: cat: 3543257, lot:179198 . Date of implantation was on (B)(6) 1998. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified gel mentor breast implant experienced right sided symptomatic rupture, and unexplained symptomatic symptoms post operation including breast implant illnesses, thyroid issues, abnormal bloodwork, weight gain, and asymmetry issue. As a result patient underwent bilateral removal without replacements on (B)(6) 2022. The patient indicated that her symptoms improved after the removal. This report relates to the left side.